Manufacturer narrative:
Device powered up properly after battery installation. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No blank display noted during testing. No low battery alarms or unexpected battery power loss noted during testing. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. Device received with normal operating currents. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump lost power overnight and was blank. The customer's blood glucose level was unknown at the time of the incident. The customer was calling back with blank display after receiving new battery cap. The customer stated that the display was not blank less than 30 seconds and did not return and the display was blank currently. The customer stated that the contacts on the battery cap are neither missing nor damaged. The insert battery alarm did not display on the insulin pump screen. The display did not return after the insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.